Event description:
It was reported that this was an emergency case. After successful predilatation, an attempt was made to implant the pixel stent. While trying to place the stent correctly, the system was pulled back about 2 to 3 mm inside the rim, at which time the shaft separated. The distal part of the shaft was lost inside the coronary artery. Due to the emergency situation there was no tie to recover the separated shaft, instead, it was necessary to immediately treat the other stenoses. The separated shaft was compressed to the vessel wall with another stent. The rim was occluded after the procedure. The distal shaft of the catheter may be protruding into the aorta now. The pt's present condition is well.